Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd discardit¿ ii syringes leaked past the plunger while loading in medication. The following information was provided by the initial reporter: "while loading drug it is seen that some content had come out from plunger batch no. 2249073. Not in a single syringe. It was observed in 4 syringe."

Event description:
It was reported that 4 bd discardit¿ ii syringes leaked past the plunger while loading in medication. The following information was provided by the initial reporter: "while loading drug it is seen that some content had come out from plunger batch no. 2249073 not in a single syringe it was observed in 4 syringe".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿leakage¿ with lot #2249073 regarding material #300995, so retention samples were used for the investigation. The device history review (DHR) of material #300995 with lot #2249073 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on one retention sample where the investigating team has visually tested the samples for leakage and no leakage was found on the sample. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined.